Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is non stop alarming- there was no patient involvement.

Manufacturer narrative:
Corrected fields; d4(UDI). Customer does not want the machine repaired. A getinge field service engineer (fse) does not recommend use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a